Manufacturer narrative:
Additional information was received that the patient will not moving forward with any revision. No further course of action at this time.

Event description:
A report was received that the patient was experiencing pain at the upper right extremity. The patient stated that the right shoulder hurt and would sometime pop out of place. It was noted that the right lead was located too far to the right and midline, and lead had some rightward deviation. The patient was prescribed topiramate and tramadol. The patient will undergo a revision procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm.

Event description:
A report was received that the patient was experiencing pain at the upper right extremity. The patient stated that the right shoulder hurt and would sometime pop out of place. It was noted that the right lead was located too far to the right and midline, and lead had some rightward deviation. The patient was prescribed topiramate and tramadol. The patient will undergo a revision procedure.